Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified, 99 % restenosis of an rx vision stent in the proximal right coronary artery (rca). After a guide wire crossed, dilatation was performed at the proximal right coronary artery with a 1.5 x 8 mm rx trek; however, the balloon ruptured during the first inflation at 4 atmospheres (atm). The trek catheter was removed and ablation was done with a non-abbott rotablator. Dilatation was attempted with a 1.5 x 12 mm rx trek, but the balloon ruptured at 4-6 atm. This trek was changed to a 1.5 x 15 mm rx trek and dilatation was successfully completed at 14 atm. Additional dilatation was performed with a 4.0 x 15 mm nc trek; however, the balloon ruptured at 7 atm. A 3.0 x 12 mm xience v stent was implanted in the mid rca and a 3.5 x 12 mm xience v stent was implanted in the proximal rca. The procedure was completed after post-dilatation with a 4.0 x12 mm nc trek. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tream, advance, wiggle. Guide cath: brite tip sal 1.5sh. The mini trek, nc trek and rx vision are being filed under separate medwatch reports. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous and 99% stenosed, which may have contributed to the reported complaint. It was also noted that multiple catheter ruptures during the procedure, further suggesting that the reported difficulties may have been related to an interaction with the patient anatomy. In this case, it is possible that the balloon interacted with other devices, the patient anatomy and/or the previously implanted stent such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history records did not reveal any related nonconforming issues with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.